Event description:
Reported to king systems in 2008. As stated in complaint received from user facility: the inner tube is broken on the patient end approximately 1 1/2" on the purple tube. When the outer tube is stretched, the inner tube does not. This was discovered directly out of the package. No patient involved.

Manufacturer narrative:
King systems investigation summary of returned product: returned device was received 05/16/08. The review of the returned sample confirmed that, at the end of the inner tube connected to the patient end, there was a break in the inner tube (15mm purple tube) at the sixth corrugate. The break in the tubing was clean (in that the purple tube was in two pieces).